Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that a call service alarm had occurred 3 or more times in the last 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/31/2014 with the following findings: the black box and alarm history showed a call service alarm on 03/11/2014. There were no call service alarms or any other warnings occurring during the investigation; the product performed within specification. Unrelated to the initial complaint, the display was observed to be dim and reddish upon start up.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).